Event description:
A falsely elevated ctni result of 5.59 mg/ml was obtained. A ctni result of 0.06 ng/ml was obtained on repeat analysis. The falsely elevated result was not reported to the physician. Pt treatment was not prescribed or altered as a result of the erroneous result. There was no report of adverse health consequences as a result of he falsely low ctni result. Analysis of instrument data did not provide a clear indication as to the cause of the falsely elevated result. No additional info available to identify a potential cause.